Event description:
A malfunction alarm, identified as malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, which successfully resolved the issue without recurrence of the malfunction code. Customer was advised to continue using the pump and to contact support again if any further issues arose.